Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the liner tip impactor broke in half into two pieces during 36mm liner impaction. No additional information. Please ship to hospital. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the emsys lnr imp tip 40 was broken around the threaded area, the broken fragment was returned for evaluation. The observed condition of the device can attributed to a combination of heavy use and unintended impaction forces while the device is not fully seated on its mating device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip 40 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the liner tip impactor broke in half into two pieces during 36mm liner impaction. No additional information.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that the liner tip impactor broke in half into two pieces during 36mm liner impaction. No additional information. Please ship to hospital." The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team forwarded the complaint unit to the materials team for further assessment. Visual analysis of the returned device found that the emsys lnr imp tip 40 was fractured in two distinct fragments. Upon evaluating the crack region, it is apparent that the initiation occurred within the threads, specifically at the third most proximal thread, consistent with observations from other impactor tips evaluated and consistent with the mating component being fully threaded. All fracture features identified are indicative of an overload fracture, confirming that the fracture was caused by loading that exceeded the ultimate strength of the material. There is no evidence of material or manufacturing defects contributing to the fracture. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip 40 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to an unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Additional information received: a. Was/were there any adverse consequence/s that affected the patient because of the reported event? No adverse effect. B. Was there a surgical delay? If yes, what is the duration of the delay? No delay. C. Were all pieces of the broken instrument retrieved from the patient? All were retrieved.

Manufacturer narrative:
Product complaint (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, a2, a3a, a4, b5 corrected: h6 (health effect - impact code & health effect - clinical code). H6: updated pe code from broken (2+ pieces) intraoperatively to intraoperatively : fragment removed from wound. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.